Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 75% stenotic lesion was located in the moderately tortuous and heavily calcified proximal to mid right coronary artery (rca). The lesion was predilated with the quantum maverick monorail. The balloon ruptured at 19 atms on the initial inflation. The procedure was successfully completed with a 2.75mm x 15 mm quantum maverick balloon catheter. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.